Manufacturer narrative:
The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The serial number device is unknown; therefore, the manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during unspecified surgical procedures, it was discovered that the motor device and attachment device heated up when used together. The reporter indicated that when the two devices were observed to be heating up, the user replaced the attachment device with another attachment device. The reporter stated that it was unknown if the motor device stayed hot after switching to the spare attachment device or if the temperature of the motor device declined to its normal/comfortable temperature. There were no delays to the surgical procedure. It was not reported if spare motor devices were available. The number of occurrences was unknown. According to the reporter, the malfunctions occurred over the past several weeks. However, the reporter was unable to specify the specific amount of occurrences or the number of patients involved. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact dates of these events were unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that all of the events occurred during unspecified spine procedures. The reporter stated that the burr devices were used together with the attachment device. It was further reported that there were no alleged malfunction again the burr devices. According to the surgeon, the motor device was not hot once the attachment device was replaced. The reporter suspected the issue was with the attachment device and had the surgeon with to a different attachment device. The burr devices has been included in this event and added in the concomitant medical products section. The product code, brand name, common device name, catalog number and 510k classification were documented as unknown in the initial report. Subsequent follow-up with the customer, additional information were received and the aforementioned field have been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.